Event description:
It was reported that the target lesion was moderately calcified and moderately tortuous. The 3.0 x 12 mm nc trek balloon could not be inflated, despite applying high pressure with the indeflator. No further treatment was performed. No adverse patient effects were reported. There was no clinically significant clinically delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all available relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported inflation difficulty could not be replicated on the return. The cause of the reported inflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.